Manufacturer narrative:
The manufacturer became aware of the event after patient went into the ed for heavy bleeding ten days after their procedure. Patient was monitored for bleeding at the ed and underwent an ultrasound. Physician that conducted the sonata procedure did not report any unusual results. Patients may have some follow up bleeding and sloughing of tissue following ablation treatment for several days as a normal consequence of the procedure. In follow up with the physician later, the patient is doing much better. Her initial symptoms have improved. The patient seems to be stable.

Event description:
Patient had an ultrasound guided trans-cervical radio-frequency ablation treatment with the sonata device for fibroids on (B)(6) 2025. The patient went in to the ed on (B)(6) 2025 because she was experiencing heavy bleeding with signs of clotting for monitoring.